Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) did not reproduce the reported issue, but the error (c-34) appeared at start up. The iesu passed in house testing with no trouble no found.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) encountered faults (m-11) when monopolar energy was fired. The site replaced instrument cables and instruments and issue still occurred. The technical support engineer (tse) had customer swap ports and power cycle the iesu and issue was still present. Tse then had customer hard cycle vision side cart (vsc) and power cycle iesu and issue persisted. Tse then walked customer through setting up a third party generator. The site proceeded to complete the case as planned with no report of patient injury.